Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to reported damage from an MRI. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced severe pain at the implant site and headache symptoms during an MRI in (B)(6) 2025. The clinician did not follow the manufacturer's instructions for use of MRI. Following the MRI, the patient reportedly perceived only static from the device. Device analysis report attached.